Event description:
The user facility reported a male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Md reported that the pump had stopped and could no longer be started; several attempts to start the pump failed, md reports that the patient could not be sufficiently anticoagulated since implant because of a hemoragic shock; a thrombus is possible; pp 550mmhg; even with a aic change to a new controller did not lead to the expected result. Recommendation given to change the pump; in the meantime, the circuit was guaranteed with the ECMO (4l).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. No product was returned for evaluation. No data logs were returned for evaluation. Clinical details noted that pump was running for 22 days, and pump was able to be manually restarted after pump stops. Patient was not on proper anticoagulation management techniques due to hemorrhagic shock. The root cause of the pump stop cannot be determined as no logs or product were returned for evaluation. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the following sections: section: using the automated impella controller with the impella catheter section: using the automated impella controller with the impella rp with smartassist system catheter added h6 impact code 4629 d4-corrected model number f6/f8-should have been left blank in the initial report.